Event description:
A literature article revealed that while treating a patient before entering the anterior chamber, ophthalmic viscosurgical device was accidentally injected into the corneal stroma, leaving a 4mm opacity superonasal within 4 mm of the central cornea, on the first postoperative day vision improved and there was mild superior corneal edema, by weeks after surgery the visual acuity improved. The cannula used to inject viscoelastic may had contributed to the reported event. No further information expected due to unlikelihood.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Inadvertent intrastromal injection of ophthalmic viscoelastic. J aapos. 2013 dec;17(6) page number 639-41. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information has been provided in e.1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of the ophthalmic viscosurgical device was accidentally injected into the corneal stroma; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available. Per the dfu, viscoat is to be injected after entering the anterior chamber of the eye. Therefore, the root cause is use error. The root cause was not related to a manufacturing issue. A review of the sample evaluation revealed viscoat was injected into the eye before entering the anterior chamber. The product dfu provides detailed instructions that viscoat is to be injected after entering the anterior chamber of the eye. All cannula assemblies manufactured on the acam are 100% inspected for foreign material by vision detection system and 100% functionally tested for air flow during the automated assembly process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).